Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2, a4, a5: patient age at time of event, weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band-aid unspecified USA not applicable babgenusunsp babgenusunsp, lot number ni. D4: upc #, lot number # and UDI # are not available. D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported she had a breakout rash from an unspecified band-aid that she had used on her skin. It was reported that, the symptoms did not improve after the patient stopped using the product. Consumer visited her health care professional and was treated with oral unknown antibiotics. She also had to use an unknown prescribed ointment on the actual rash on her knee.